Event description:
A pt reported experiencing inaccurate high results with a one touch ulta meter. The pt's blood glucose results were 6.9 versus the labs 5.7 mmol/l. Tests were done within 10 minutes. No further info has been reported.